Event description:
It was reported that the patient underwent a fusion procedure at right l1-5 due to rheumatoid using posterior fixation at l1-l5. The l5 set screw backed out and l5 pedicle screw subsequently backed out post op. The patient developed a mild neurological symptom due to the screw back out. The revision surgery was performed at unk time post op to remove and replace the l5 implants.

Manufacturer narrative:
(B) (4). The lot of the suspect device was not identified; therefore, the MFR cannot determine the suspect device. The lots that were used are lot # h08h7145, w07e4130 and w08e1404. This part is not approved for use in the united states; however, a like device catalog # 75445540, 510k # k042025 was cleared in the united states. The manufacture information for lot h08h7145 is under requesting. The follow up report will be sent after the data is available. The manufacture date for lot w07e4130 is 06/22/2007; the manufacture date for lot w08e1404 is 06/04/2008. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for lot w07e4130 and w08e1404 were reviewed. No documentation was found that would indicate a non-conformance to specifications.